Event description:
The surgeon documents in his operative report: that the inflamed appendix was easily identified, isolated along with its mesoappendix, which was taken first initially with our endo gia, and then the entire appendix and its stump down to the level of the cecum was now taken with sequential firing x2 of our endoscopic gia stapler. Good hemostatic suture line was obtained. This was placed in our retrieval bag and brought out through the umbilical port incision. At that point, it was noted that the device of our retrieval bag fell apart and the green hard plastic piece that is attached to the pouch had broken and a portion remained intra-abdominally. This was brought out through another second intra -abdominal bag being placed.